Manufacturer narrative:
Stryker evaluated the device and reported issue was able to be verified and able to be duplicated. The cause of the reported issue was faulty redux board set. The issue was resolved by replacing the faulty redux board set (system and ui board). The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer¿s device and was able to duplicate the reported issue. Stryker provided the customer with a repair quote. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.